Event description:
It was reported the stimulation turned off on its own. It was noted it was random in nature. It was stated the patient was seen 3 weeks prior to report to do troubleshooting. It was stated the adaptivestim was turned off at that time and the patient claimed the device was turning off. It was stated the patient saw stimulation off. It was noted the patient had a surging sensation. It was stated the implantable neurostimulator (ins) voltage would "jump up and fry them." It was noted the symptoms started following strenuous activity or exercise. It was noted the patient had shoveled snow too soon after the implant. It was stated the impedance measurements were normal. It was further reported impedances were performed and x-rays and all tests came back normal. It was noted the cause of the issue was not determined. It was noted the patient would keep a diary of when they felt the stimulation turned on/off or when it escalated. It was noted the patient would see the physician two weeks following report. It was noted the adaptivestim feature was disabled on their phone. It was noted the patient received effective therapy at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).